Event description:
It was reported that during a cardiac ablation procedure using the cable pscic101 catheter pulsed field ablation (pfa) and the catheter pscc100 pulseselect, allegations of a defective catheter and defective cable were identified. The catheter and cable were replaced to resolve the issue. The case was completed and the patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012665980 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error # 2000 (there was an electrical current error). Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed; the distal catheter tip responded with approximately 170 degree (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode #9 wire. Inspection (microscope/x-ray imaging) and testing were performed to verify the integrity of the catheter subcomponents. Charred and broken wire was observed in the proximal arm area of the array. In conclusion the reported issue (defective catheter) was confirmed through testing. System error # 2000 was produced during performance test. The catheter failed return inspection due to charred and broken wires in the proximal arm area of the array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected h6 eval code result (fdr/annex c) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.